Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was confirmed. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is mechanical damage caused by the user. Improper handling during reprocessing damaged the adhesive on the camera head, allowing moisture to penetrate the interior and damage the electronics, which is responsible for the weak led luminosity. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will kater be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the light is dim. No negative impact in state of health reported.